Manufacturer narrative:
During the device evaluation, the software crash could be confirmed based on the log file review. Defective memory was determined to be a potential cause for the reported event.

Event description:
It was reported that during a neuro procedure using cranial 1.1 software, the navigation system ii displayed an error message and closed the program. It was reported that the system was able to be rebooted but the surgeon chose to complete the procedure using traditional methods. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that during a neuro procedure using cranial 1.1 software, the navigation system ii displayed an error message and closed the program. It was reported that the system was able to be rebooted but the surgeon chose to complete the procedure using traditional methods. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.